Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") and abnormal uterine bleeding ("abnormal uterine bleeding") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was mirena intrauterine device (levonorgestrel) until (B)(6) 2020. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain female (seriousness criteria medically important and intervention required), abnormal uterine bleeding (seriousness criteria medically important and intervention required) and partial expulsion of device ("essure on the right side was far too distal into the uterine cavity."). Essure was removed on (B)(6) 2020.. The patient was treated with surgery (bilateral salpingectomy and essure removal). At the time of the report, none of the outcomes for these events were known. The reporter considered abnormal uterine bleeding, device expulsion and pelvic pain to be related to essure administration. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : pelvic pain female , abnormal uterine bleeding and partial expulsion of device. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: after internal review imdrf/FDA codes were syncronized. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.